Event description:
It was reported that the right atrial (ra) lead dislodged and a loss of capture was noted approximately two months after implant. A magnetic resonance imaging (MRI) scan was denied. Attempts were made to obtain additional information but were unsuccessful. According to manufacturer records, the lead remains in use. No patient complications have been reported as a result of this event.